Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion was located in the moderately tortuous and non-calcified internal iliac artery. A 10mm x 25cm interlock .035 was selected for use. During the procedure, it was noted that the coil stuck in the distal part of a non-boston scientific imaging catheter when retracting the coil in the catheter to recoil it. The device was removed together with the catheter and was being protruded from the tip of the catheter when removed. The procedure was completed with another of the same device. No patient complications reported.